Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
In response to requests for additional information, it was reported the hospital is not willing to share the patients reports. In addition, it was stated the removed screws were replaced with screws of the same size.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision was performed due to five screws pulling out. The original procedure was a cranioplasty. The patient complained of pain in his head. A revision was performed to remove the screws. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported these parts were removed and replaced in a revision; therefore, the complaint is considered confirmed. Surgical reports and/or radiographs were not provided, and the products were not returned for functional testing and inspections. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the section titled possible adverse effects: migration, bending, fracture or loosening of the implant. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.